Event description:
It was reported that during a carotid artery procedure the clips would not close due to jamming on the vessel. The site used a similar device to complete the case with no pt consequence.

Manufacturer narrative:
Date sent 07/09/2007. Info anticipated, but unavailable at this time.